Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/5/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2017, reported as 1 week post op. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 24.0 diopter intraocular lens (iol) was implanted into a post-lasik patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to poor visual acuity observed at the patient's 1 week post-operative visit. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was the same model, but different diopter of 22.0. Reportedly, there was no patient injury. No additional information was provided.